Manufacturer narrative:
The device was reported to not be available. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: battery became hot probable root cause for flow too low/ inconsistent/ no flow: 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for heat : 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence. The complaint has been closed based on the device not being returned. If further information or investigation results are determined, a supplemental report will be filed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.